Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full address is (B)(6). E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit indicated a high temperature, and other equipment was used instead. No injuries or casualties were reported.

Manufacturer narrative:
Updated fields- b4, g1(contact person ¿ mfg site), g3, g6, h1, h2 h6 codes (investigation types, findings, conclusion), h11. Getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they cleaned the interior of the unit. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.